Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of regq3218 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "introducer collapsing when in use".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer and appears to be manufacturing related. One 3.5 fr microez microintroducer was returned for evaluation. The dilator was present within the sheath and evidence of use was observed. Deformation on the distal end of the sheath was noted. The sheath tip was bunched inwards. Microscopic inspection of the sheath tip revealed a blunt, flat surface. The tip taper did not appear to be properly formed. The blunt sheath tip likely contributed to the complaint of a difficult insertion; therefore, the complaint is confirmed. Bd is working with the manufacturing facility to prevent reoccurrence of the reported event.

Event description:
It was reported by the customer "introducer collapsing when in use".